Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking fluid from the bottom of the device and there is crack on the clear cover. There was no patient involvement.

Manufacturer narrative:
D4 - primary UDI number; corrected. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed. The cause was a worn gasket and cracked water tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.